Manufacturer narrative:
During a kissing stent procedure one of the balloons would not deflate. The shaft was disconnected and cut in order to release the air. The balloon was then recovered and the subsequent angiography showed a perfect result on global view. No kinking of the device was noted and contrast to saline ratio was 50:50. There was no reported patient injury. One non sterile unit sds genesis 10 x 29 mm and 80 cm of length was received coiled inside a plastic bag. Several kinks with flattened sections were noted in catheter at 70, 73, 74, 75, 76 and 79 cm approximately from distal tip end. A shaft rupture was noted at 68 cm approximately from distal tip end, an uneven cut in the shaft was observed at 85 cm approximately from distal tip end. Pressing marks were noted at 70, 71, 72 and 75 cm from distal tip end. The stent and catheter hub were not returned, the catheter shaft was not complete, and it was cut at 85 cm approximately from distal tip end. Dry blood residues were noted in the balloon catheter. A cross- sectional analysis to the proximal balloon seal was made with a visual system aid and both lumens (inflation and guide wire lumens) were not obstructed. Functional test was not possible to be performed since complaint unit received was not complete, it was cut and hub was not present on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint was not confirmed; the reported failure does not appear to be related to the manufacturing process. Kinks, flattened sections and shaft rupture noted during visual inspection could be related to the medical procedure. No corrective or preventive action will be taken; given that, the reported failure was not confirmed and does not appear to be related to the manufacturing process. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
Kissing stent procedure: both balloons were inflated synchronically. (Pressure: 10 atm). One balloon could not be deflated and remained occlusive in the stent. The physician tried to destroy the balloon by using several wires through the sheath, without success. The shaft was disconnected and cut in order to release the air. The balloon was destroyed by using a neff-needle, via ventral percutaneous punction. In the subsequent angiography, the balloon was then recovered. The procedure showed a perfect result on global view. The patient was a (B)(6) year old male. The target lesion was the a. Iliac left. Prior to use, the product appeared perfect there were no anomalies noted during prep. An indeflator was used. A terumo super stiff guidewire and a vertebralis glidecath were used. No noticeable problems occurred during the procedure. No kinking of the device. Contrast to saline ratio was 50:50, brand of contrast medium is unknown. Max pressure was 10 atm. No other problems were noted during the procedure.

Manufacturer narrative:
Vertebralis glidecath. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.